Event description:
The pump was repositioned due to wound stretching and dehiscence. The wound did not dehisce completely and was a delayed reaction. During the repositioning procedure the pump was refilled with 40ml of 2,000mcg/ml lioresal, dose 1967.2 mcg/day. Afterward the healthcare provider forgot to update the pump with the new volume; this was realized approximately 10 days later and the pump was updated with the remaining volume of 29.9 ml. Further information is being requested at this time a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation: explanted: product typ programmer, physician product ID 8731 lot# (B)(4) implanted: 2005-(B)(6) explanted: product typ catheter. (B)(4).

Event description:
It was reported the cause of the event was the pump was not updated after a refill. It was beeping refill warning (which wasn't due to low residual).